Event description:
It was reported that impedance measurements of <250 ohms were seen on the electrode combination of 0 and 2. It was noted that the pt was programmed with all 4 electrodes. The healthcare professional initially was unable to obtain the battery longevity reading on the clinician programmer (reported as "???") Until the 0 and 2 electrode combination was taken out programming for the pt. The battery longevity reading was able to be obtained but was not reported. Add'l info was requested. See MFR report # 3004209178201010612.

Manufacturer narrative:
(B)(4).